Manufacturer narrative:
Investigation summary: 3 photos were returned for investigation. The 1st photo shows the top web with batch #8321553. The 2nd and 3rd photos show the missing protection cap inside unit package. A bd quality engineer inspected the returned photos and confirmed the reported observation of a missing protective cap inside a unit package. The defect may have occurred during the assembly process. However, since an actual sample was not returned a definitive root cause could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants additional action, resources will be assigned at that time. The assembly process has been reviewed. Protection cap is loaded and assembled onto the cannula hub. After the protection cap is assembled onto the cannula hub, the part will rotate to the next station where the sensor will check for any missing protection cap. The protection cap presence machine challenge is performed on every shift and no issue was recorded in the DHR file. Therefore the protection cap could had gone missing after protection cap presence check station. After the protection cap presence check station, the flow control plug, plug white and protection tube are assembled in the subsequent station. There is no machine contact to the protection cap in the subsequent station to cause protection cap to go missing. The probable root cause could be due to protection cap damage or breakage during assembly. The ring which supposed to hold the protection cap onto the cannula hub could be damaged or broken during assembly. Hence resulting the protection cap to become loose after being assembled. When product move to unit package station, the part is rotated with protection cap facing downwards prior to placing into unit blister. The protection cap could had drop off and resulted in missing protection cap. As there is no sample returned for investigation, the probable root cause remains only a hypothesis. The actual sample would be required for investigation to confirm the actual root cause. Complaint will be reopened if sample is returned.

Event description:
It was reported before use of the bd venflon¿ pro safety shielded IV catheter the cap was missing before the package was opened. The following information was provided by the initial reporter: when they was going to use the product they discover that the cap was missing before they open the package.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported before use of the bd venflon¿ pro safety shielded IV catheter the cap was missing before the package was opened. The following information was provided by the initial reporter: when they was going to use the product they discover that the cap was missing before they open the package.